Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient had trouble recharging and had been seeing the looking for device, unable to find device message and passive recharge mode. The recharger showed excellent coupling and was red after switching out of passive recharge mode. The representative was putting good pressure on the recharger to get excellent and thought the implant may be a little tilted. It was mentioned that the patient had a fall that broke a rib in (B)(6) or (B)(6) 2018 and noticed the recharging issues afterwards in (B)(6) 2018. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no actions were taken to resolve the tilted implant. The patient was educated and shown ways to charge on a tilt. The battery tilt has not been resolved.